Event description:
Information was received from a patient reporting that they cant get their stim to turn off with the patient programmer or recharger and that the stim is too high. This prevents the patient from being able to sit down. The patient was instructed to connect the programmer with and without the antenna -but neither worked. The patient feels overstim when the device is on but still feels the stim, just less intensely when the device is turned off. The patient was transferred to repair where they were sent a replacement programmer. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.